Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without ma gnification. Visual examination of the returned device revealed that the rotation tab is slightly bent. The returned device appears to be used as there is biological material present on the device. No other defects or anomalies were observed. Reference (B)(4) for investigation photos. The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is slightly bent. The returned device appears to be used as there is biological material present on the device. No other defects or anomalies were observed. The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is slightly bent. The returned device appears to be used as there is biological material present on the device. No other defects or anomalies. Other remarks: were observed. Reference (B)(4) for investigation photos. A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. It was found that the rotation tab was slightly bent. This could contribute to issues with the loading of the clips into the jaws. The device was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Three of the remaining clips were unable to properly load into the jaws of the applier. However, the other three remaining clips were able to properly load and close. The returned sample was disassembled to inspect the internal components. Upon disassembly, no further damages were found to any internal components. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The first 2 clips loaded normally, then a blank and then only closed clips. A clip had caught in the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73g1600432, investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
The first 2 clips loaded normally, then a blank and then only closed clips. A clip had caught in the applier. The patient's condition was reported as fine.